Event description:
Medtronic received information indicating that during the priming phase, the customer observed poor flow through the heat exchanger portion of this fusion oxygenator. There was no patient involvement as the oxygenator was replaced prior to patient use.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. However, there was a white piece of foreign material observed in the water inlet. The water side pressure drop was tested at a flow rate of 3 liters/minute and was measured to be approximately 1309 mmhg. Dissection of the device revealed that the heat exchanger capillaries were damaged in a way that restricted water flow within the heat exchanger. The cause of this event is believed to be a coating process that used a solution with a higher temperature and pressure than the required parameters. No patient information was available because there was no patient involvement. (B)(4).